Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's screen was not calibrating in the lower right or upper left. Multiple touch stylus pens and r e-calibrations were tried. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer's screen was not calibrating in the lower right or upper left. Multiple touch stylus pens and re-calibrations were tried. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer screen was not calibrated with the stylus due to the overlay/bezel assembly being out of electrical specification. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer.